Event description:
During surgery, the device's blade broke off while cutting tissue. The device has been decontaminated at the surgery center. Additional information was requested from the user facility concerning the patient status and the circumstances of the event.